Event description:
Edwards received notification that a 60-year-old patient with a 3300tfx23mm implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of three (3) years and ten (10) months due to degeneration leading to severe regurgitation. Reportedly, on echo performed approximately one month before reintervention, it was observed that the left coronary leaflet was torn, the right coronary leaflet was perforated, and there was a large amount of regurgitation. Reportedly, an endocarditis was not suspected and the patient did not suffer any previous endocarditis. Additionally, the valve was not calcified. The patient presented with chest pain. A 23mm transcatheter heart valve was implanted within the surgical device. The patient was discharged home.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 60-year-old patient with a 3300tfx23mm implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of three (3) years and ten (10) months due to leaflet damaged leading to severe regurgitation. Reportedly, on echo performed approximately one month before reintervention, it was observed that the left coronary leaflet was torn, the right coronary leaflet was perforated, and there was a large amount of regurgitation. Reportedly, an endocarditis was not suspected and the patient did not suffer any previous endocarditis. Additionally, the valve was not calcified. The patient presented with chest pain. A 23mm transcatheter heart valve was implanted within the surgical device. The patient was discharged home.

Manufacturer narrative:
The subject device was not returned for evaluation as the valve remained implanted. A DHR review was unable to be performed as no serial number was provided. Structural valve degeneration/deterioration (svd) refers to changes intrinsic to the valve such as wear, fracture, calcification, thickened leaflet, or leaflet tear. These may present as regurgitation, stenosis, increase/high gradient, leaflet immobility, restriction, or difficulty coapting. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. Additionally, leaflet tears and damage can develop over time as a result of suture tail abrasion. Based on the information available, a definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. An edwards defect has not been confirmed.